Event description:
This 23 mm sjm trifecta valve was successfully implanted on (B)(6) 2011. The patient developed acute pulmonary edema on (B)(6) 2013 and died. The physician alleges the event may have been caused by the device.

Manufacturer narrative:
(B)(4). Patient: death. Device: no known device problem. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.